Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to be experiencing high blood glucose. At the time of the incident, their blood glucose was 574 mg/dl. They stated that they do not feel the pump is giving insulin. Their blood glucose went down to 75 mg/dl and is currently 270 mg/dl. They treated with a manual injection. During high blood glucose troubleshooting, the customer stated that they found small air bubbles in the infusion set. The customer was advised to remove the reservoir, rewind, reinsert reservoir and run load reservoir/fill tubing with current set. They said that the insulin did exit at the quick release. The customer did not have the tubing clamp to perform the high-pressure test and they were advised to call back when they received it. The insulin pump will not be returning for analysis.